Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at cartridge viewing housing. The customer stated problem was verified. Performed testing and inspection, the device was found to have no programming in history. It determined that user's lack of training could be the cause of the issue. It mentioned in the notification of change information, without power from the aaa battery after 2 days, all programming will be lost. Therefore, recommend to replace aaa battery when a pump gives low battery notifications. The cause of the reported problem was traced to user's lack of training. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump lost programming. No patient injury reported.